Event description:
The manufacturer's representative reported the payment has not gotten pain relief since the pump implant. The hcp reported the pump was underinfusing. The patient had an MRI. The pump was interrogated. A motor stall was indicated, and 30 minutes later a recovery. There was no change in the patient's pain relief. The patient then developed an infection. The hcp reported the plan to explant the pump.